Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per medical records review, approximately 1 year 2 months post implant of an edwards valve in the aortic annulus, the patient was on chronic diastolic heart failure related to severe stenosis of the tavr valve. As reported by the territory manager, approximately 1 year 3 months post implant of an edwards valve in the aortic annulus, an echocardiogram performed showed valve changes, but it was not possible to differentiate if the changes were due to thrombosis versus pannus versus halt. Per report, the patient was admitted approximately 9 months post tavr after being directed by the pcp due to hyponatremia and confusion. The patient was admitted for decompensated acute on chronic heart failure with preserved ef, new onset right heart failure, and septic shock with tachycardia and leukocytosis. The patient denied any fevers/chills at that time. A tte showed mitral valve vegetation and the patient was started on antibiotics and blood cultures were positive for enterococcus. The mitral valve endocarditis was treated medically with antibiotics and was followed by infectious disease. The patient was readmitted approximately 1 year 2 months post tavr for worsening dyspnea, anasarca, and edema. The patient denied any fever/chills or cough at that time. Repeat echo and tee was done while inpatient. A tee suggested ingrowth of pannus on aortic valve versus thrombosis or halt. Per medical records review during this admission, the patient presented for worsening dyspnea with onset 3 days prior. The patient was admitted to ICU with acute on chronic hypoxic/hypercapnic respiratory failure, chf exacerbation and history of recent mitral valve endocarditis. Hospital course was complicated by aki, brief course of cardiogenic shock, acute encephalopathy (likely metabolic). An echo performed showed severe stenosis of the tavr valve, non-specific disease of the mitral valve, preserved lv function but clearly with an element of significant rv systolic dysfunction. Per cardiology consult, the patient was on chronic diastolic heart failure related to severe stenosis of the tavr valve. 'Tee suggested pannus formation of the subaortic apparatus and sometimes thrombus is part of the pathology.' The patient takes eliquis for atrial flutter but was on only 2.5 mg twice daily and the renal function and weight suggest the 5 mg strength. Per the tee report 'conclusions: severe stenosis of the tavr, peak velocity 4.6 m/s, mean gradient 53 mmhg. The coronary cusp adjacent to the interatrial septum is thickened at the base with a mild restriction in opening. No discrete mass is seen. Findings are suggestive of pannus rather than thrombus. No aortic regurgitation. The mitral valve anterior leaflet chordae are echogenic and thickened, likely representing calcific changes from prior endocarditis. No mobile vegetation. Mild mitral stenosis, mild mitral regurgitation. Compared to previous study, the mobile component from the mitral valve mass is no longer present. No significant changes in the appearance of the tavr valve.' The patient was discharged home after adjusting the dose appropriately and plan follow up by echo in 2-3 months. Approximately 18 after discharge, the territory manager was informed that the patient passed away. Additional information regarding the patient's demise, date of death and cause of death, are unknown at this time.

Manufacturer narrative:
Correction to h6 based on additional information. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'the patient was readmitted approximately 1 year 2 months post tavr for worsening dyspnea, anasarca, and edema. The patient denied any fever/chills or cough at that time. Repeat echo and tee was done while inpatient. A tee suggested ingrowth of pannus on aortic valve'. Additionally, noted that patient had chronic kidney disease (ckd) and diabetes mellitus (dm). The ckd and dm are the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Similarly, pannus grows on bioprosthesis may interfere with the functionality of the device by restricting the leaflet motion leading to stenosis. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the stenosis cannot be determined, it is possible the patient factors (ingrowth of pannus on aortic valve, chronic kidney disease, and diabetes mellitus) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.